Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a low blood glucose level of 17 mg/dl and on (B)(6) 2015 due to a high blood glucose level of over 500 mg/dl. The customer's insulin pump turned off without warning. The battery cap contacts were damaged. The customer received an unexpected restart, an external error, and a displayable history check failed on startup alarms. The customer was administered IV drip in the hospital. The customer believed he/she had a diabetic ketoacidosis. The customer was wearing his/her insulin pump at the time of the 911 call. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.